Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor in comparison to a competitor¿s meter. A sensor scan of ¿lo¿ (readings less than 40 mg/dl) message was received and the customer experienced a symptom of nausea. The customer went to the hospital where a reading of 408 mg/dl was obtained compared to a sensor reading of 39 mg/dl. The customer was diagnosed with diabetic ketoacidosis (dka) and hospitalized for an unspecified duration. The customer was intravenously administered a fast-acting insulin as treatment. No further treatment was provided. There was no report of death or permanent injury associated with this event.